Manufacturer narrative:
One medfusion pump was returned in used condition. The customer's complaint was confirmed. An occlusion test revealed that the blue worm gear, motor bracket, leadscrew and clutch halves were found to be old, dirty and worn out. The pump was over 7 years old and had not been properly maintained by the customer. The defective components listed above were replaced, after which, the pump passed the occlusion and other functional tests. The case, plunger, and o-ring which had physical damage were also replaced.

Manufacturer narrative:
One pump was received for evaluation. Visual inspection of the pump found it to be in good physical condition. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. Functional testing included attaching cassette and powering on device. The customer's complaint was verified, with the root cause determined to be the faulty down stream sensor. This investigation revealed no intrinsic evidence to suggest a root cause related to manufacturing.

Event description:
Information was received that a smiths medical cadd solis hpca had a cassette alarm.